Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse universal surgical manipulator (usm2) due to error 32097. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported issue was confirmed and replicated. System logs found error 32097 followed by 1126, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber test was failing on parallelogram, replicating the reported event. Once testing was completed, the parallelogram fiber verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the parallelogram fiber the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and before surgical port placement, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a recoverable fault on universal surgical manipulator (usm2). The customer noted the issue had also occurred the previous day and on tuesday, with the surgeon recovering from the fault each time to proceed. The tse reviewed the logs and confirmed degradation on usm2. The tse advised the customer to either proceed with three usms, switch to another system, or perform a hard reset by cycling the breaker/emergency power off (epo) to attempt to clear the fault. The customer was informed that if they elected to proceed, the fault would likely recur and would need to be recovered each time. The customer agreed to consult the surgeon on how to proceed. No known impact or patient consequence was reported.